Manufacturer narrative:
Reliability analysis inspected 1 used sensor and found sensor broken. Senor was unable to confirm received sensor damage due to customer returned used.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 120 mg/dl. The customer stated that she put the transmitter to charge and the green light in the charger was blinking. The customer stated that the light was green and then it went red. The customer stated that she had 2 issues recently. The first sensor only last about 1 day before it asked her to change the sensor. The customer stated that she had calibrated about 5 times a day, sometimes 6. The customer will be sent replacement sensors.